Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device "turned" after the patient started healing. It was stated that the device was on its side and they were going to "fix it" as of the date of this report. No additional information was reported.